Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said that it felt like the stimulator was pressing on a nerve or a bone in their lower back. The patient was seeking information about what they could do and who their implanting physician was. Additional information was received from the patient. It was reported that the patient thinks the ins has shifted down in his body and reiterated that they feel the ins pressing on the lower part of their back. The patient stated he started work as a cashier and he is standing more and he could feel the ins move down over time.